Event description:
It was reported that, the device battery longevity was found to be shorter than expected. Premature depletion of the battery was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery and longevity anomaly were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Review of the device image indicates auto capture was enabled consistent with false eri alert triggered. When automatic settings are programmed, such as auto capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Further evaluations including battery assessment at various pulse amplitudes found normal current level and no indication of premature depletion detected. Longevity assessment was performed, based on field settings, and the device was in normal range of operation with appropriate remaining longevity.